Manufacturer narrative:
Grandhi, r., kanaan, h., shah, a., harrison, g., bonfield, c., jovin, t., . . . Horowitz, m. (2013). Safety and efficacy of percutaneous femoral artery access followed by mynx closure in cerebral neurovascular procedures: a single center analysis. Journal of neurointerventional surgery, 6(6), 445-450. Doi:10.1136/neurintsurg-2013-010749. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are mynx but the catalog and lot numbers are not available. As noted in a literature publication by grandhi et al., (july 18, 2013). Safety and efficacy of percutaneous femoral artery access followed by mynx closure in cerebral neurovascular procedures: a single center analysis. J neurointervent surg 2014; 6:445¿450; report as a result of a minor complication, one patient had a femoral artery dissection managed non-operatively. The devices were not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Vessel damage, such as a dissection, is a known potential adverse event associated with any procedure in which multiple devices are introduced into the patient. The introduction of the sheath, stiff guidewires, balloons, catheters, and stents, as well as the mynxgrip device could have led to the femoral artery dissection reported. Based on the limited information available for review, it is not possible to determine the relationship of the devices and the events reported. However, handling factors are likely. The complaint reported could not be confirmed. According to the product instruction for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As noted in a literature publication by grandhi et al., (july 18, 2013). Safety and efficacy of percutaneous femoral artery access followed by mynx closure in cerebral neurovascular procedures: a single center analysis. J neurointervent surg 2014; 6:445¿450; report as a result of a minor complication, one patient had a femoral artery dissection managed non-operatively.